Event description:
Additional information received noted that the model/serial # of product with issue was (B)(4), lot: n307977. Date of procedure was noted (B)(6) 2011. The issue was noted as "doesn't work" and no impedance. Date of complaint was noted as march 2012. Regarding was the implant/revision completed as scheduled it was noted "yes implanted". Current status of patient was noted as patient was doing well.

Event description:
Additional information received noted that regarding the stimulator, back in (B)(6) 2011, it was going to be used for a brand new implant, but per the implanting physician, the device failed preimplant testing. No other specifics provided. The device was not implanted; there was no harm to patient done. A back up unit was used for the patient.

Manufacturer narrative:
Analysis of the implantable neurostimulator model 3116, serial# (B)(4) found no anomaly.

Event description:
It was reported that there was a possible product issue. No further information was specified. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 4351, lot# n307977, product type lead. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.